Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed diminished sensing and undersensing. There was suspicion that an episode of atrial fibrillation (af) was in progress and possibly turned to a dual tach before progressing to fine ventricular fibrillation (vf). R-wave measurements showed diminished sensing and it appears that the episode deteriorated to be fine vf and could not be sensed and therefore required an external defibrillation. It was indicated that the patient has been hospitalized and possible no brain function as of now. Follow up was conducted and reprogramming was completed to inactivate the device as the patient is in hospice care. The device remains implanted. No patient complications have been reported as a result of this event.